Manufacturer narrative:
An event of deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 22mm amplatzer atrial septal occluder was selected for use. When the left disc of the aso was deployed at the defect, the disc deformed into a cobra-head shape. The aso was pulled into the dtv45 and deployed again. However the same issue occurred. A second 22mm aso was used as replacement and the procedure was completed without further issue. The patient remained hemodynamically stable throughout the procedure and is reported to be stable. Per user, this event did not have the potential to cause patient harm or injury.